Manufacturer narrative:
The pump was returned, and analysis found no anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient who was receiving compounded baclofen (concentration 2000, dose 409 mcg) and morphine (concentration 4 mg, dose 1 mg) via intrathecal drug delivery pump for an unknown indication for use. It was reported that the patient was experiencing lost efficacy. Environmental, external or patient factors that may have led or contributed to the issue were reported as "same." A dye study was performed. The pump was completely explanted and replaced, was in the rep's possession, and would be returned. It was unknown whether the issue was resolved, and the patient status at the time of this report was "alive - no injury." No further complications were reported.